Event description:
Olympus was informed that upon completion of an endoscopic bronchial ultrasound (ebus) procedure, and upon withdrawal of the ultrasound bronchoscope from the pt, the user noted that the balloon was noted to be missing from the tip of the ultrasound bronchoscope. The user reportedly searched for the balloon in the pt's bronchi via the endoscopic image, but the balloon was not located. According to the user the balloon was allegedly left inside the pt. The pt was transferred to intensive care unit after the examination due to a severe asthma attack. The current condition of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that the intended procedure was completed using the same set of equipment, and there was no irregularity observed with the subject device during the procedure. The user further reported that the asthma attack is not related to the presence of balloon in the pt. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's report could not be ruled out as a contributory factor to the reported event. The device instruction manual warns to observed the endoscopic image or ultrasound image on the video monitor and confirm that the balloon was deflated properly. This report is being submitted as a medical device report in an abundance of caution.